Manufacturer narrative:
Ortho performed batch review, complaint review by lot and master lot. All results were satisfactory. Retain testing not performed since product had expired prior to customer report. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted orthocare to report a retrospective false negative result for patient rh typing using abd/rev gel card lot# 022515037-05 (expiry 01jan2016) that took place (B)(6) 2015 on provue analyzer. Same patient was tested again (B)(6) 2016, yielding a 2+ result on provue with another lot of abd/rev gel cards and weak positive in tube testing for weak d using ortho bioclone anti-d reagent. Issue started on: (B)(6) 2015, frequency: isolated, sample ID: patient sample, microtubes/wells or cell (donor #) affected: rh typing, methodology used: provue, pattern observed: false negative, reaction grade obtained: negative, customer was expecting: consistent result, test repeated: yes, on (B)(6) 2016, 3x, 2+ result all three times, result obtained by repeating: rh positive, method used to repeat: provue, as well as tube (weak positive in tube for weak d testing). Qc for all reagents was performed and deemed acceptable. Patient is (B)(6), did not receive rhogam, treatment was not altered based on result on (B)(6) 2015. There was no patient harm that customer is aware of. Corrected results have been reported out (B)(6) 2016, patient is rh positive. Orthocare obtained pertinent reagent and complaint information. Orthocare referred customer to IFU abd/rev gel cards for limitations of testing. Orthocare also discussed the different methodology customer used and hence why reaction results are different from monoclonal anti-d in gel card to bioclonal anti-d in tube. Customer satisfied with resolution.